Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed on sensor patch. Unable to extract data from the sensor. An extended investigation was also performed on the returned sensor. Sensor plug is properly seated. However, data was unable to be extracted using approved software. Sensor was de-cased and corrosion was observed on pcba (printed circuit board assembly). The battery voltage was measured at zero. After attempting to clean off the corrosion on the pcba and replacing with a known good battery, the sensor would still not communicate with the approved software. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was so excessive due to the corrosion, a linearity test could not be performed, therefore adc was unable to perform further testing related to the high readings issue reported by the customer as submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.